Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, an evaluation of this device was performed. Analysis showed that the device passed all tests performed and exhibited normal device characteristics. (B)(4).

Event description:
It was reported that the patient with this pacemaker had an infection. A revision was performed and the device was explanted. No additional adverse patient effects were reported.